Event description:
A malfunction was reported on a customer's pump, showing a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently and resumed insulin therapy, with no recurrence of the malfunction code. Technical support instructed the customer to call back if the issue reoccurs, and the customer understood the instructions.